Manufacturer narrative:
A ticket search was performed for the alinity carbon dioxide reagent lot number 55731uq09. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The internal testing was performed, and all specifications was met indicating the lots are preforming acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity carbon dioxide, lot 55731uq09 was identified.

Manufacturer narrative:
Complete information for patient information. Patient identifier = sid= (B)(6) and sid (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated carbon dioxide results on alinity c processing module for multiple patients. The results were provided: first results from alinity/ repeat from architect (unit of measure meq/l and laboratory reference range 20-26 meq/l). On (B)(6) 2019 sid (B)(6) co2 result= 32/ repeat co2 result=30 ( % shift = 6%), sid (B)(6) co2 result=30 /repeated co2 result= 28 ( % shift =6%) , there was no reported impact to patient management.